Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the overdischarge was resolved and therapy was normal. The consumer didn¿t use their recharger with the device, so the rep used theirs. After the device was pulled out of overdischarge there were no further communication issues.

Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# unknown, product type recharger, product ID 37642, serial# unknown, product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was seeing a persistent 'reposition antenna' screen on her recharger when she would try to charge the ins. The patient mentioned right away that they had tried resetting the recharger but that had not worked. The patient tried connecting with the patient programmer to see if she was able to see her therapy screen and connect with the ins that way. The patient attempted to connect but saw a persistent 'poor communication' screen on the pp. The patient first noticed see the 'reposition antenna' screen on the recharger and the patient stated, "its been the last two times that I have tried charging the ins." The last time she was able to charge the ins successfully was "about a month I would say- it has been a while." The rep confirmed an overdischarge and a por was performed. No symptoms were reported.